Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's charger and programmer are unable to communicate with the ipg. The sjm representative confirmed the issue. The pt lost stimulation approx 3 weeks ago. Surgical intervention may take place at a later date.